Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an elevation on pacing thresholds. The lead exhibited measurements higher than 5.0v at 2.0ms. Impedance and sensing measurements were noted to be stable. No noise or any other evidence of damage was reported. Xray imaging and test maneuvers were performed but the cause of this elevation has not been stablished. Pacing thresholds at implant were noted to be of 0.9v at 0.4ms. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as it was discarded.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an elevation on pacing thresholds. The lead exhibited measurements higher than 5.0v at 2.0ms. Impedance and sensing measurements were noted to be stable. No noise or any other evidence of damage was reported. Xray imaging and test maneuvers were performed but the cause of this elevation has not been stablished. Pacing thresholds at implant were noted to be of 0.9v at 0.4ms. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as it was discarded.